Event description:
The complainant reported that a pt had a prima zi abutment placed at (fdi dental site 12) on (B)(6) 2009. The abutment was reported to have fractured on (B)(6) 2012. There was no indication from the complainant of any adverse effect as a result of the reported abutment fracture.

Manufacturer narrative:
The fractured abutment was returned with a crown attached, the abutment screw, and a 2mm portion of the cuff section were also returned. Microscopic analysis of the cuff section revealed the upper fracture originated in the collar area approx 2mm above the base. The lower fracture originated at the base in the area where the implant's inner rim interfaces with the abutment outer diameter. There was no evidence of modification on the cuff section or the body sections. Fractures of this nature are usually caused by excessive torque force used to secure the abutment screw. A torque setting over the recommended 30ncm and/or misalignment during placement can result in fractures toward the base of the zirconia abutment. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. The root cause of this event could not be determined. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).